Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user missed a dinner meal announcement while using the ilet, after which the blood glucose rose to 366 mg/dl and remained out of range for approximately two hours before the pump¿s automated insulin delivery began correcting the glucose during the call. Symptoms included none reported. Outcomes included no need for medical intervention or hospitalization, and the user received non-medical assistance from a family member out of kindness. Investigation included customer care troubleshooting and education regarding missed meal announcements and monitoring while the system corrects glucose. Investigation of this case revealed no device malfunction, with the event consistent with user-related missed meal announcement and expected automated correction by the pump. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational error.